Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information provided by the customer. Upon further follow up with the customer, it was reported that at the time of the first sampling the scope was stored in a drying cabinet after reprocessing in the dish-infector for 2 days and 1 hour. At the time of the second sampling the scope was stored in a drying cabinet after reprocessing in the dish-infector for 14 hours 54 minutes. It was also noted that, the scope was flushed with "u alcohol" in the dish-infector both times. The customer also provided the following culture test results: sampling date: aug 30, 2023. Sampling from: unknown. Cfu: 3 colony forming unit (cfu)/100ml. Bacterial identification: enterococcus faecium. Sampling date: aug 30, 2023; sampling from: unknown; cfu: 8 cfu/100ml; bacterial identification: cellulosimicrobium cellulans. Sampling date: oct 17, 2023; sampling from: unknown; cfu: 25 cfu/100ml; bacterial identification: acinetobacter radioresistens. Sampling date: oct 17, 2023; sampling from: unknown; cfu: 120 cfu/100ml; bacterial identification: cellulosimicrobium cellulans. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The event can be prevented by handling the device in accordance with the following IFU: reprocessing maual_ reprocessing before the first use "new endoscopes, repaired endoscopes, accessories, and the carrying case for endoscopes are not reprocessed prior to shipping from olympus, regardless of whether those instruments are for new purchase, demo or loaner purposes. Reprocess all such endoscopes and accessories received from olympus according to the instructions given in this manual before storage and before using them in a patient procedure."   Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found the suction cylinder was corroded, the suction function did not work due to damage on the instrument tube, the scope cover was cracked, the objective lens was scratched, the adhesive around the objective lens was chipped, the adhesive around the light guide lens was worn, the universal cord was buckled, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issues were found during regular examination in the hospital after the device was returned from repair. The customer noted the device was previously sent for repair and to be checked for scratches and biofilms due to problems with growth in various occasions. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.